Event description:
Additional information was received indicating the device was reprogrammed to unipolar mode. The lead remains implanted and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance was noted on the left ventricular (lv) lead. The patient was in stable condition. Additional information has been requested but has not yet been received.